Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the lifestent xl vascular stent products that are cleared in the us. The pro code and 510 k number for the lifestent xl vascular stent products are identified in d2 and g4. H10: manufacturing review: the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product was found to have met the specification prior to shipment. Based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issues. Investigation summary: the sample was returned for evaluation. The returned catheter sample was found with used deployment mechanism, and with loaded stent. Inside grip, a force transmitting component was found broken which made a successful deployment impossible. The investigation leads to confirmed result for break of a force transmitting component and subsequent deployment failure. System compatible 0.035" guidewire with 6f introducer were used for access, the lesion was pre dilated; the vessel was little tortuous but not calcified. Based on the investigation of the provided information, the investigation is closed as confirmed for break of a force transmitting component inside grip, and subsequent deployment failure. A definite root cause for the reported event could not be determined. Labeling review: in reviewing the relevant labeling for this product the potential issue was found addressed. The instructions for use describes holding and handling of the system during deployment, the instructions for use state: 'do not hold the silver stent delivery sheath at any time during deployment. Do not constrict the stent delivery sheath during stent deployment. (...) If excessive force is felt during stent deployment, do not force the stent system. Remove the stent system as possible and replace with a new unit.' The instructions for use further state: 'predilation of the lesion should be performed using standard techniques.', and 'gain femoral access utilizing a 6f (2.0 mm) or larger introducer sheath. Insert a 0.035 inch (0.89 mm) diameter guidewire (...)' H10: d4 (expiry date: 10/2023) h11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a stent placement procedure, when the surgeon attempted to release the stent by toggling the wheel slowly, the stent allegedly failed to be released. The procedure was completed by using another device. There was no reported patient injury.